Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-15030, 15031. The pt rec'd two leads (from different lots) as part of his scs system. It was reported the pt's leads had migrated. The physician explanted and replaced the percutaneous leads with a paddle lead. Additionally, the ipg was replaced because it was found that one of the lead contacts had broken off in the ipg header. The pt reported effective stimulation coverage postoperative. F/u indicated the pt was experiencing radiating pain from his left rib area to his navel. The physician gave the pt prescriptions for neurontin and pain patches. The physician indicated there was some nerve irritation and the pt needed time to heal.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.